Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional information was provided. Further follow-up with the health professional noted "band/port explant. Patient was having bad reflux and decided to pursue band removal and do gastric bypass."

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis of the access port noted evidence of adhesive failure between the port housing and taper. The damaged port septum had evidence of missing material. The band tubing, port tubing and buckle were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."